Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery and the last bolus were recorded on (B)(6) 2014. The total daily dose recordings added up correctly and reflected the programmed basal rate. Only typical usage alarms were observed in the alarm history. The pump passed a delivery accuracy test successfully and was exercised for a 24 hour period with no issue. The complaint against the pump could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that they had experienced a hyperglycemic event. The reporter alleged that their blood glucose (bg) levels were elevated above 600 mg/dl several times during the day despite changing the insulin cartridge and infusion set site two times. The patient stated that they were able to correct for the elevated bg levels with an insulin injection via syringe. The reporter noted that there were no symptoms associated with elevated bg levels and that they were not tested for ketones. The reporter reviewed the device¿s history with a customer technical support representative and found no related alarms, and that the pump had delivered and recorded all boluses. The pump history reportedly showed no sign of the cartridge and infusion site changes that the patient alleged doing that same day. This complaint is being reported based on the allegation that the patient experienced hyperglycemia potentially related to an alleged pump delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.